Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead could not be flushed. The lead was changed, and the patient was discharged. Further information was requested but not received.